Manufacturer narrative:
On (B)(6) 2019, the suspected medical device was returned for evaluation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-apr-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual inspection of the sample, a tear was observed on the posterior aspect measuring approximately 2 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rupture, bilateral granuloma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) female patient with no history of breast cancer who underwent breast augmentation with a 350cc mentor memorygel breast implant (left) and a 375cc mentor memorygel breast implant (right) developed a palpable right breast mass at 9:00. The patient had an MRI on (B)(6) 2019 to assess this mass as well as evaluate for implant integrity. Multiple prominent silicone-laden right axillary lymph nodes were noted corresponding to the radiodense lymph nodes noted on the kp mammogram of (B)(6) 2019 as well as the ultrasound on the same date that demonstrated multiple axillary nodes with silicone ranging up to 1 x 20 mm in size. Although not as profound as in the right axilla, several left side lymph nodes are laden with silicone. MRI also found evidence of bilateral implant rupture. The patient is scheduled for explantation on (B)(6) 2019. This report is for the right prosthesis.